Manufacturer narrative:
Pharmacovigilance comment: (B)(4) 2014: implant site rash, implant site pain, implant site infection, implant site discharge, dry skin, alopecia, nerve injury, anxiety, product deposit, activities of daily living impaired assessed as serious and possibly related.

Event description:
This spontaneous case was received on (B)(6) 2014 from a consumer via legal documents and concerns a female patient of an unreported age. The patient's medical history and concomitant medications were not reported. On or about (B)(6) 2012 until approximately (B)(6) 2013, the patient received a series of injections of sculptra (poly-l-lactic acid) for an unknown indication. On an unknown date, the patient suffered skin eruptions accompanied by severe pain and infections, oozing pus, drying of the scalp and loss of hair on her head and body, injury to her nerves and nervous system, and physical and mental angiuish, all of which are of a permanent nature. The patient also developed and continues to develop solidified particle deposits, necessitating removal and continue to the present time. The consumer states the injuries have prevented her from attending to her usual daily duties and covation, and she will be unable to perform them for an indefinite period of time. This case was received by sanofi-aventis and forwarded t valeant on (B)(4) 2014. Patient disclosure sent to consumer on (B)(6) 2014.